Event description:
International affiliate reports that inspection of a returned loan kit found the distal tip had broke off from the polyaxial screwdriver shaft. It is not known when or where tip breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection noted that the fracture of the viper polyaxial driver occurred at the driver¿s distal tip. No other defects or abnormalities were observed during evaluation of product. A scanning electron microscopy analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the returned damaged sample. Although no definitive conclusions can be made, results suggest that the polyaxial screw driver underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.